Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transrectal ultrasound-guided prostrate biopsy procedure through soft tissue, the needle fired five times then impossible to start again. It was also reported that the device was able to primed but unable to be perform biopsy. It was further reported that stylet fired on its own. Coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transrectal ultrasound-guided prostrate biopsy procedure through soft tissue, the needle fired five times then impossible to start again. It was also reported that the device was able to primed but unable to be perform biopsy. Coaxial was used and the procedure was completed by using another device. There was no reported patient injury.